Manufacturer narrative:
Additional information was added to a1, d9, h3, h4 and h6. H4: the lot was manufactured from january 14, 2021 - january 15, 2021. H10: the actual device was received for evaluation. The sample was returned to the plant containing 55ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with 13500mg piperacillin/tazobactam in 240ml buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.